Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense and shock channels. The noise was oversensed and caused pacing inhibition with a four second pause. The noise was reproducible on the shock channel. It was noted that pacing and shock impedance measurements were stable. Programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the noise was likely caused by electromagnetic interference (emi). No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the rv sensitivity was reprogrammed due to the noise and oversensing. This resolved the noise; therefore, the patient would continue to be monitored. No additional adverse patient effects were reported. The lead remains in service.